Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. The case was completed using manual mode ventilation and there was no patient injury reported.

Manufacturer narrative:
Reportedly, the dispatched fse could narrow down the root cause to a problem with the ventilator motor and replaced it. The motor wasn't made available to the manufacturer so far but upon checking the log files, the reported issue could as well as the validity of the on-site analysis can be confirmed. The log file indicates that the procedure in question went stable and unremarkable for some hours until a ventilator piston position error occurred. Since the motor speed is being monitored continuously, the speed fluctuations result in a deviation between measured and expected piston position. To prevent from damages the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. This enabled the user to finish the particular procedure; no patient consequence have reportedly occurred. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component which is a wear-and-tear part. The repair exchange has fully solved the device problem.

Event description:
Refer to initial MFR. Report #9611500-2017-00080.